Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not able to connect to their ins. Patient had tried changing batteries in their patient programmer. Troubleshooting did not resolve the reported issue. The patient was sent a new patient programmer to resolve the reported issue. The patient also reported that their therapy had stopped helping their symptoms. Patient stated they felt like their device was not working at all anymore. Patient explained the therapy stopped helping and their symptoms were as bad as they were before. Patient was sent a new programmer and was advised to make sure the ins was on when the received the new programmer. If the stimulation was on, patient was advised to increase the amplitude and monitor symptoms. Patient also reported they used their patient programmer several times and the programmer was showing dead batteries even though the programmer was off. Patient was wondering if there was something wrong with the patient programmer because it was not helping their symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer:the patient reported they wanted to increase the intensity of the ins but the unit does not work. The patient had no plans to resolve the ins not working and didn't know what to do, stated "back on the patch", and there was no indication the hcp was seen. The patient stated the batteries were freshly replaced in the programmer. No further complications were reported or anticipated.